Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered chronic pelvic and vaginal area pain, severe lower back aches, erosion, constant sick feeling in stomach, excruciating discomfort while trying to sleep, and reoccurrence of prolapse. No further info has been provided.